Event description:
Medtronic received information that 9 years and 5 months post implant of this aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. Subsequently, approximately five months later, a transcatheter valve was implanted valve-in-valve due to severe regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.